Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and beeping, insulin pump had stopped working and keypad was unresponsive. The customer¿s blood glucose was 278 mg/dl. Customer stated that insulin pump was soaked in water for 15 minutes, as she was a lifeguard. Customer reported that past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. Troubleshooting was performed for exposed to fluid. The customer was advised to insulin pump needed to be replaced and discontinue use of the insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit powered up with a white screen and a big gray spot in the left half of the lcd screen. The display was illegible. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors, and on some components located at the top of the board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the left half of the thin black strip located above the lcd display is wrinkled, and the middle (enter) keypad button is cracked.